Event description:
During an acdf (anterior cervical discectomy with fusion), the bur broke and fell into the surgical site. It was removed with forceps. The bur shaft remained in the attachment. Back up equipment was readily available and the procedure was completed as planned. There was no adverse consequence to the user or pt as a result of this malfunction.

Manufacturer narrative:
Investigation results verified that the bur shaft was stuck in the attachment. The root cause of this incident may potentially relate to abnormal treatment of product at the account. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label for the device subject to this MDR has warning which states do not use excessive force.